Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a severely twisted inner conductor helix near the is1 connector pin. The analysis showed that over rotation of the screw mechanism without completely inserted mandrin should be considered as cause. In addition, a deformation of the shock coil was noted, which was with high probability caused during the explant. During the extensive analysis, no other deviations that could be related to the clinical complaint could be found. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of approximately 8 months, decreasing sensing values have been reported. The lead was explanted and returned to biotronik for analysis.